Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on when the recharger (rtm) was connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had to charge more than twice a day and had to sit there for hours to get a small increment in charge (20%). Their stimulation would turn off and the implant and controller would not hold a charge. The issue had occurred since implant, but had gradually gotten worse. The controller found the ins and had excellent charge quality. The ins was incrementing during the call starting at around 40% and was up to 70%. The patient could not clarify what was happening when stimulation was turned off, but it was reviewed that it was possible the ins had a low battery. They reported they had higher settings (program 1: 13 ma and p1:15ma). The patient reported that they had lost 20 pounds in the last 2 weeks and had not been reprogrammed. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight obtained.